Manufacturer narrative:
Filing past the 30 day requirement due to injuires and medical attention information just provided to pride on this incident. The device has not been made available for evaluation at this time. Should further information or the device become available. A follow-up report will then be submitted.

Manufacturer narrative:
The device was returned and evaluated. Minor issues resulting from lacking maintenance that had no effect on performance.

Event description:
Consumer alleges going up the ramp at his home when the seating and armrest detached from the base of the chair.

Event description:
Consumer alleges going up the ramp at his home when the seating and armrest detached from the base of the chair.